Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there were multiple "gas loss in iab circuit alarms" generated. The customer could not determine a clinical reason as to why the alarm was generated by troubleshooting the iab pump (iabp). The nurse stated that when the iabp would alarm this she would initiate a iab fill and start. She stated that it had alarmed a few times during her shift. There was no visible blood. The patient was intubated with a fio2 (fraction of inspired oxygen) of 40%, peep (positive end-expiratory pressure) of 5, afebrile, and heart rate in the mid 80¿s to 90¿s. All connections were intact. The emergency service specialist suggested coming down 1 to 2 clicks or lighted bars down on the augmentation control and a cxr (chest xray). Possible removal indicated. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there were multiple "gas loss in iab circuit alarms" generated. The customer could not determine a clinical reason as to why the alarm was generated by troubleshooting the iab pump (iabp). The nurse stated that when the iabp would alarm this she would initiate a iab fill and start. She stated that it had alarmed a few times during her shift. There was no visible blood. The patient was intubated with a fio2 (fraction of inspired oxygen) of 40%, peep (positive end-expiratory pressure) of 5, afebrile, and heart rate in the mid 80¿s to 90¿s. All connections were intact. The emergency service specialist suggested coming down 1 to 2 clicks or lighted bars down on the augmentation control and a cxr (chest xray). Possible removal indicated. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing and a non-maquet sheath were also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).